Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in the original package. The part was measured and verified to be an inclusive mini implant o-ball 3.0 mmd x 10 mml (70-1068-imp0007). Complaint investigator measured the critical parameters against dwg 3002413 rev 5.0 from DHR and found no deviation. The returned implant had no defect or non-conformity and the threads were intact. The o ball was intact. Bone debris was observed from the implant. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Event description:
It was reported that the inclusive tapered implant failed. Bone grade is listed as grade ii. The patient has a history of "horrible oral hygiene." The patient presented on (B)(6) 2017 for primary implant placement on tooth #30. On (B)(6) returned for a follow up appointment. Upon exam, the provider notes general bone loss and a failure to integrate. It was at that point the device was removed.